Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had received a compromised force sensor system alarm on the insulin pump. They were able to rewind the insulin pump and he stated that he was presented with a compromised force sensor system alarm. The customer¿s blood glucose level was unknown. The insulin pump was not bumped or dropped prior to the alarm. However, it was found that the drive support cap was protruding. They did not recall pressing the drive support cap while connected. The device will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform operating currents, unexpected restart error test, self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test or verify watchdog timeout alarm due to compromised force sensor system alarm. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, broken battery tube threads, broken reservoir tube lip and missing end cap sticker.